Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Note that information references the main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), product type: extension. Product ID: 3389-40, lot# 0209630121, product type: lead. Product ID: 3389-40, lot# 0209630122, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer via a manufacturer representative reported after a few months of having the full implanted system, the consumer developed seroma close to the lead and extension connection site. The doctor extracted the fluid from the seroma. Then again a few months later, the consumer noticed small boils at the lead and extension connection site, but did not report to the doctors. Later when the boils got bigger, the consumer reported it to them. The doctor examined and decided to surgically remove the boils and found that spread of pus underneath and decided to remove the extensions and leads to prevent further infection progress to the brain. It was noted there was removal of the entire implanted device. The doctors explained to the consumer that this was the body¿s reaction rather than the device faulty. The consumer¿s medical history included parkinson¿s disease. Additional information received from the representative reported the implantable neurostimulator (ins) was also explanted. There were no further complications reported/anticipated.